Event description:
Lead extraction case began with a m visisheath, 14f glidelight, and lld ez devices in use. The glidelight laser sheath became stuck on the proximal coil of the lead and the physician could not progress nor remove the laser. The handle of the laser sheath was cut and removed, the m visisheath was slid off of the laser sheath. A l visisheath was placed over the laser sheath to attempt to remove the entire lead in order to get the stuck laser sheath out of the body. Eventually, the proximal coil pulled back into the l visisheath. An adverse event occurred and rescue efforts commenced at this time, determining an svc/innominate tear occurred and resulted in patient death (the glidelight device is not suspect in the injury). This report addresses the glidelight device that was stuck on the lead and required intervention for removal.